Event description:
Procedure: kidney/adrenal gland. According to the reporter, after 30 min of clipping, one clip disengaged from the tissue, and fell into patient's cavity. Half of the clip was retrieved. The surgeon stated the active blade of a harmonic broke the clip.